Event description:
A nurse reported that a glaucoma shunt clogged immediately after it was placed in the eye. The surgeon removed the shunt and performed a traditional trabeculectomy. The shunt was lost during the procedure. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the prod met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 10/7/2010, 10/11/2010, and 10/20/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).